Event description:
It was reported a pt was in partial trend, and when the pt put their weight forward on the footrest, the chair came up to 90 degrees and allegedly forced the pt onto the floor. It is unk if the pt was reportedly injured.

Manufacturer narrative:
Eval of the device involved in the reported incident is anticipated but not yet begun. An investigation was completed on a stretcher chair at the MFR and the reported condition could not be replicated.